Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that the patient was feeling off. The nurse brought them in and the ins reads only 4% left on their battery. They had put in for a replacement. They tried to connect but can't really only enough to read level. The device would be replaced. The issue was not resolved at the time of the report.